Manufacturer narrative:
Corrected date is (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her stimulator was not working anymore. The patient was in the process of looking for a new healthcare provider and was going to call back once she had one. No patient symptoms reported.